Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "check sensor" message on the adc device and was unable to obtain readings. As a result, the customer experienced symptoms of hypoglycemia and a loss of consciousness and was given unspecified tablets as treatment by a non-healthcare provider. No further details were provided. There was no report of death or permanent injury associated with this event.